Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had an acu watchdog primary audible alarm failure. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case tab, and the battery door were, and the battery was missing. A review of the event history log (ehl) identified primary audible alarm post and auxiliary control unit (acu) watchdog failure. During the functional testing was able to duplicate the reported issue. Impact knocked the c9 capacitor off the interconnect board and was missing. The root cause of the issue was a result of the customer's impact to the device. Replaced interconnect board. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Additional information received via email from customer: customer has no knowledge that pump was being used on a patient at the time of event.